Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined.

Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during drain 2 of 5. The technical service representative (tsr) explained the alarm. The home patient (hp) stated, he disconnected. The tsr advised the hp to cycle power and a system error 2367 occurred. The tsr advised the hp to start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the caregiver (cg) on (B)(6) 2012 regarding a system error 2240. The cg stated that she supplies were discarded and the lot number was unknown. The cause of the problem was unknown. Therapy has been going well since incident. There was no patient injury or medical intervention indicated at the time of the initial report. No additional information available.